Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a patient expired from an unknown cause during use of a cadd® infusion pump. The reporter states that logs were retrieved from the pump, "but it shows only from with the time changed updated between (B)(6)". The pump was suspected of being used on from (B)(6). The reporter noted that the pump could have been switched out, but "the pharmacist says the pump has been running on the patient for a few days". The reporter wondered if the pump could have been tampered with. Additional information regarding the event has been requested, but not yet received.

Event description:
The reporter indicated that the cadd® solus pump did not contribute to the outcome of the event.